Manufacturer narrative:
There was no indication of any malfunction of the device. The device was not returned.

Event description:
Allegedly, the patient underwent a robotic assisted radical laparoscopic hysterectomy procedure where a laparoscopic power morcellator was used. Following the surgery, a pathology examination was performed and was found with leiomyomas and adenomyosis. On (B)(6) 2015, she underwent a laparoscopic appendectomy and partial omentectomy and pathology examination revealed nodules to be consistent with multicystic benign mesothelioma of the peritoneum. She has since had additional surgeries on (B)(6) 2015 and revealed recurrent, benign cystic mesothelioma.

Manufacturer narrative:
The claim or lawsuit against ksea was dismissed or withdrawn because there was no karl storz product involved.